Event description:
Boston scientific received information that there were two episodes of noise with oversensing stored in the device. The patient is scheduled to come back into the clinic and the sensitivity settings will be changed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.